Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: note the "use by date. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported for use after expiration from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2014, the 2.75x18mm xience v stent implant was successfully deployed without any reported device or procedure issues. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. However, it was later noted that the stent implant was deployed past its labeled expiration date of (B)(6) 2014. There was no additional information provided.